Event description:
(B)(4). I had essure implanted (B)(6) 2014 and have had constant vaginal bleeding everyday since. I have suffered severe abdominal pain, high fever, and anemia. I am now scheduled for a complete hysterectomy next month to remove the device and all my reproductive organs; except ovaries.